Manufacturer narrative:
It was reported that during a laser lead extraction, the patient developed cardiac tamponade and died in the catheterization lab. It was further reported that there was a possible high voltage coil fracture and impedance greater than 200 ohms. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient's attorney that the lead was removed and replaced due to inappropriate therapies. The attorney alleges the patient "suffered multiple firings over a period of time, each of which caused him immediate and excruciating pain..." Additional information received indicates the lead was not removed, but the pace/sense portion of the lead was removed from service and replaced, with a new lead implanted for pace/sense. The high voltage portion remains in use. No further patient complications were reported as a result of this event.